Event description:
The customer states that the axsym analyzer generated discrepant results when processing patient samples for the axsym total psa assay. A patient with a history of total psa results of <0.1 ng/ml was tested obtaining a result of 4.52 ng/ml. Additional repeat testing yielded consistent results of <0.1 ng/ml. The apparent falsely elevated result was not reported out of the lab with no adverse impact to patient management, due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: axsym serial number (B)(4) generated erratic total psa patient results on (B)(6) 2009. The customer calibrated the total psa assay, and no additional inconsistent total psa patient results were noted. The complaint text does not state any error codes were generated during the time the inconsistent results occurred, and complaint text does not state the axsym message history log was reviewed for occurrences. The complaint text does not state the status of the maintenance on the axsym analyzer, or the length of time the probes have been in use on the axsym. The customer technical advocate (cta) suggested the customer stylet both probes, tighten all tubing, perform a probe calibration, and perform a fluidics check. The customer performed the suggested troubleshooting, and ran a passing fluidics check. The customer noted they felt the inconsistent result issue was resolved by the troubleshooting. The cta assigned the probable cause for the inconsistent total psa issue to the axsym probe, because they felt the probe could have been obstructed. The axsym system operation manual contains adequate information on the probable causes and corrective actions for inconsistent results. The probable causes include incorrect positioning of the probe, dirty probe, damaged probe, and malfunction of the probe. The total psa package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. The (B)(6) 2009, tracking and trending review documentation for the axsym analyzer did not identify any adverse trends due to total psa assay inconsistent results generation, or adverse trends due to any axsym probe issues. The most probable cause of the inconsistent total psa patient results was the use of a malfunctioning probe. The sample results may also have been affected by the total psa calibration in use at the time. The actual cause of the suspect total psa patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym probe list no. 09a59-01 related to the issue under investigation. Manual review: the axsym system operation manual (list no. 9a26-06) section 10, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision lists multiple probable causes and corrective actions for inconsistent, discrepant, and/or erratic results. The probable causes listed include incorrect positioning of the probe, dirty probe, damaged probe, and malfunction of the probe or probe link tubing. Corrective actions listed include performing a probe calibration, cleaning the probe, replacing the probe, inspecting tubing for crimp or leaks, and performing a fluidics check. Package insert review: the total psa package insert (B)(4) was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes under sample collection and preparation for analysis it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. This is the final report.